Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing low blood glucose of 37 mg/dl. She was doing a set change, filled her reservoir up with insulin and connected it back to her body, prior to rewinding the insulin pump. Customer treated with milk and ice cream. At the time of this report, customer's blood glucose was 51 mg/dl. She treated with food. Customer declined to troubleshoot for low blood glucose. The device will not be returning for analysis.